Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a patient death occurred. The patient presented with recurrent angina. The lesion was an 80% stenosed concentric in-stent restenosis of a bare metal stent placed in a mildly tortuous and non-calcified proximal left anterior descending artery approximately 9 years prior. Access was femoral. A 3.5x16mm taxus liberte¿ drug eluting stent was deployed at 14 atms for 43 seconds within the previously placed stent extending into the proximal portion of the artery. No patient injuries or complications occurred. The patient complained of indigestion prior to discharge. Antiplatelet therapy of plavix and aspirin were prescribed. Two days post procedure, the patient expired. Cause of death is listed as sudden cardiac arrest.

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)